Manufacturer narrative:
B5 --complaint changed to 113, pairing failure, no longer reportable. G7 --follow up 001.

Event description:
The complaint was reviewed by technical support on 08/12/2020 and updated to a 113, pairing failure. Data was provided for investigation. The problem was confirmed. The probable cause could not be determined. The complaint is no longer reportable

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.